Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield composite base unit (a3101) was returned for evaluation. Evaluation found no device deficiencies that would have contributed to the reported complaint. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a3101mayfield composite series base unit movable bed prong arm has a tendency to half-slip out out of the groove and get stuck. The orderlies noticed when setting up the operating room prior to the procedure. There was no patient injury reported nor delay in surgery.